Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
Customer at sleep centre loaned a radical monitor with a yi sensor for an overnight sleep study on a (B)(6) female. When the monitor was returned the patient's parent noticed in the morning a red mark on the child's instep of the right foot. Initially the parent wasn't concerned (is a general practitioner) because she thought it was a result of the way the sensor was placed on the foot and notified the sleep centre of this mark 4 days after the sleep study. The clinicians in the sleep lab reviewed a photo of the mark on the right foot that was supplied by the parent, and were concerned the mark may be a burn. The skin is reportedly in intact with no breaks, looks red and raised'' according to the clinician and appears to be the' exact' shape of the probe. The technical manager called this morning to ask for specific directions for use to change the sensor sight. They order part number 1544 (lnop y-I) with their own 3m' microfoam tape wrapped around the sensor.

Manufacturer narrative:
The returned sensor was evaluated. During evaluation the sensor passed all visual and functional testing including the skin surface temperature testing. The sensor was determined to be functioning as designed.